Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shock due to the device reading a true sinus tachycardia as a ventricular tachycardia episode. Programming changes were made. The patient was doing well afterwards.